Event description:
It was reported by the customer that they have to enter their blood glucose level manually, because the meter is not transferring the levels automatically. Customer's blood glucose levels at the time 142 mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).